Manufacturer narrative:
Results: labeling problems-compliance chart. Conclusion: labeling related-compliance chart. (B)(4).

Event description:
An nc sprinter 2.25 x 12 mm device was used in the procedure successfully, however, it was discovered that this device had a labeling issue. The box of the device was labeled 2.25 x 12 mm; the hub of the balloon also had 2.25 x 12 mm. The compliance chart that came in the sterile packaging with the balloon was incorrectly labeled as 2.5 x 12 mm. No patient complications reported . Evaluation summary : the product shelf carton, compliance chart and device were returned for evaluation. The tyvek pouch was not returned. The shelf carton and product luer were labeled: 2.25mm x 12mm with lot # 207002011. The returned compliance label was labeled 2.5mm. No damage was evident on the device. The balloon had been inflated.